Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. Visual examination of the returned device found the outer sheath torn (shearing) near the luer section. The luer lock was also bent. A destructive inspection was necessary to destroy the delivery system to identify torsion; the outer sheath was found twisted and detached. No other issues with the stent and delivery system were noted. The investigation concluded that the reported failure of stent failure to deploy and sheath damaged/defective were confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label based on the investigation findings. The outer sheath was twisted and detached which is evidence that the luer was incorrectly rotated as the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. The observed failures of luer lock bent and shearing of the outer sheath were likely due to the technique used by the physician and/or the interaction with the scope. It may be that the physician might have felt a lot of resistance due to the bent luer, causing the physician to rotate the handle incorrectly. This most likely caused the torsion to the delivery system (outer sheath twisted and detached), limited the performance of the device and contributed to the stent failure to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted to facilitate pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the outer sheath was damaged after the physician forcefully unlocked the catheter lock and attempted to advance and actuate the handle of the delivery system. Reportedly, the tension in the deloyment mechanism was missing and the stent did not deploy. The device was removed from the patient and the procedure was cancelled and rescheduled. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted to facilitate pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the outer sheath was damaged after the physician forcefully unlocked the catheter lock and attempted to advance and actuate the handle of the delivery system. Reportedly, the tension in the deployment mechanism was missing and the stent did not deploy. The device was removed from the patient and the procedure was cancelled and rescheduled. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."